Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, since the failure of the connector socket was confirmed by inspection, we presumed that the error occurred due to the poor connection of the connector. The cause of the socket failure could not be identified. The instruction manual has the following description, which may prevent front panel and connector failures: "important information; please read before use - do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation noted that the scope connector was faulty; poor contact of the scope connector was observed, causing a b30 error. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred during preparation for use of the olympus, model clv-190, evis exera iii xenon light source and image issues were experienced when using olympus endoscopes with the subject device. There was no patient injury, associated with the problem, reported to olympus.